Event description:
It was reported that a home patient (hp) had received a system error 2267 (air and fluid in set) alarm. This occurred on a homechoice (hc) machine during dwell. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.